Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was received for eval. Eval of the event history log observed check clutch/plunger lever alarms. Visual inspection of the returned device found that the tamper seal had been broken indicating that the pump had been serviced in the field. Additionally, the carriage washer was found to be missing, as it was likely not replaced following svc at the user facility. The carriage washer was replaced and the clutch halves were replaced as a preventative measure. Following repair, the device passed all function and delivery testing.